Event description:
The dealer sates the unit comes on for a few seconds and then shuts down. Nothing is alarming. No additional information was provided by caller. No injury or property damage was reported.